Event description:
Additional information received reported that the cause of the event was unknown. The health care provider (hcp) had not seen the patient since 2004 and was unsure why the leads ''continuously'' migrated.

Manufacturer narrative:
Product ID, 748925 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: product type extension product ID, 748925 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: product type extension product ID, 7435 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3998 lot# j0427741v serial# implanted: 2004 (B)(6), explanted: product type lead. (B)(4).

Event description:
It was reported that the patient reported never having therapeutic effect since implant. The patient stated that when his implantable neurostimulator (ins) was implanted on 2003 (B)(6), the physician "gave him the wrong pain schedule" and ended up getting implanted as he would for another patient having surgery the same day. The patient felt stimulation in the chest and arms rather than the left leg. The patient noted that when he would increase stimulation, the muscles in his chest and arms would pull in. The patient went through three additional revision surgeries in an attempt to reposition the leads to deliver therapy to the proper areas without success. See MFR. Report # 6000032-2012-00106 for subsequent patient event.